Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The customer's meter was requested for investigation and replacement product was sent to the customer. Occupation - the occupation is patient/consumer.

Event description:
It was reported there was an issue with the display of coaguchek xs meter serial number (B)(4). The results field of the display had segments missing in the middle. A display check was performed and the missing segments were observed in the results field.